Event description:
An 26 mm x 15 mm x 13.5 cm diameter aneurx bifurcated stent graft and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. The pt had a history of cancer and was considered to be a high-risk pt at time of implant. It was reported that the pt returned for regular follow-up evaluations and their aneurysm diameter reduced from 7.4 cm to 5.6 cm in diameter, however, during the most recent follow-up a type I endoleak was detected. The physician was reported to have been aware of the endoleak, which he felt was caused by neck dilatation, but the pt's aortic neck was too small to accommodate an extension cuff. It was reported that the pt presented to the emergency room with a contained rupture, caused by the type I endoleak, on an unknown date. Despite the pt's cardiac condition, pt was taken to the operating room where pt was successfully converted to open surgical repair. The physician reported that the stent graft was very well incorporated and was difficult to remove. The pt is reported to have expired during the night of the explant due to a myocardial infarction. The explanted stent graft was discarded by the user facility.